Event description:
Graft was implanted in 2001 for abdominal aortic aneurysm repair. A 39 degree celcius temperature was observed a little over 2 weeks later. Temperature returned to normal (i.e. 37 degrees celcius) 12 days later and stabilized. It is unknown whether an antibiotics therapy was provided to the pt.